Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology has been found experiencing leakage during use. The following has been provided by the initial reporter: immediately after injecting contrast medium, it sounded 'snap'. A lot of contrast medium leaked from the connection of the route. The contrast medium didn't enter into the patient's body.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly without the original packaging. Three photographs were also submitted for evaluation. Upon visual inspection of the actuator, tubing and adapter where no damage or defects were observed. A leakage test was performed where leakage was not observed. The unit was further dissected to inspect the septum for any damage or tears. Damage was not observed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It has been reported that one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology has been found experiencing leakage during use. The following has been provided by the initial reporter: immediately after injecting contrast medium, it sounded 'snap'. A lot of contrast medium leaked from the connection of the route. The contrast medium didn't enter into the patient's body.